Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The bios setting was reconfigured and the interface board in the monitor cart was refitted. The system was tested and operates as intended.

Event description:
The customer reported that the 8800 system would intermittently have ring artifacts in the image and the system would not boot up. No pt injury was reported.